Manufacturer narrative:
The referenced gastrointestinal bleed of (B)(6) 2016 was reported under medwatch MFR report# 2916596-2016-01822. (B)(4). Approximate age of device - 2 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted after an acute drop in hemoglobin. The fecal occult blood test was positive. The patient was transfused with packed red blood cells for low hemoglobin. Upper endoscopy and colonoscopy did not reveal a source of bleeding; however, a small bowel source was confirmed on capsule enteroscopy. The patient's bleeding was ascribed to a ¿non-intervenable small bowel gastrointestinal source.¿ the patient was continued on octreotide, erythropoietin, and thalidomide. The patient experienced a previous gastrointestinal bleed on (B)(6) 2016. The patient has received 9 units of packed red blood cells since (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.